Event description:
It was reported the customer had a delivery anomaly on their insulin. Customer believed their insulin pump was not delivering the correct amount of insulin for their boluses. Customer reported their insulin pump was under-delivering insulin. Troubleshooting did not find any issues with the customer's insulin pump. The insulin pump also passed a displacement test. The customer was advised to monitor their insulin pump. Customer's blood glucose was 181 mg/dl. The insulin pump will be replaced due to the customer's request. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.